Manufacturer narrative:
Date of event: unknown/ not provided. (B)(4). All specifications were met when system was checked. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that patient presented with undercorrections. She explained that the humidity has dropped and has been around 30% lately as it usually happens in winter. All of the patients are customvue. No reported loss of best corrected visual acuity (bcva). Lasik surgery in (B)(6) 2019: right -4.25 +1.25 x 100, left -4.25 +1.50 x 115. Enhancement was done in (B)(6) 2019: right -2.00 +0.50 x 105, left -1.50 +1.25 x 125. This report is for the visx system. A separate report is being submitted for the wavescan laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.